Manufacturer narrative:
(B)(4). Device evaluated by MFR.: returned product consisted of a solent proxi thrombectomy system with no other devices. The pump, shaft, and tip were microscopically examined and there was no damage or irregularities identified. Functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is in indication that the outlet adapter seal failed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported that an error message occurred during aspiration. An angiojet® solent¿ proxi catheter was successfully primed for a thrombectomy procedure. The device was inserted into the patient and powerpulse was performed, the catheter was then switched to thrombectomy mode. Within 10 seconds of aspiration being performed an error message to 'check saline supply' displayed. The console was reset; however, the same problem was encountered during re-priming of the catheter. An attempt to rectify the issue was made by rechecking the saline supply, pump and tubing for any kinks or leakage. No problem was found. The error persisted until the last error message to 'change thrombectomy set' displayed. The catheter was exchanged to another angiojet® solent¿ proxi catheter and the case was successfully completed. There were no patient complications.